Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "the patient came to dr on (B)(6) 2021, after seeing a chiropractor, complaining of hip pain. An x-ray revealed a severely worn trunnion. During surgery it was noted the trunion had severe wear. A restoration modular stem was used as the replacement device." Rep provided an x-ray showing the head dissociated from the stem.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown metal head was reported. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. Visual inspection of the provided photograph indicated that the devices appear recently explanted and are covered in blood/tissue. The stem trunnion is severely worn. Damage is consistent with loss of taper lock. There is nothing to remark on the metal head shown. -clinician review: a review of the provided medical information by a clinical consultant indicated: "conclusion of assessment: this inquiry reports the failure of an accolade femoral component about 10 years after implantation due to head/neck disassociation and trunnion wear. I can confirm that the head/neck disassociation took place since I was able to see an x-ray confirming this. I cannot confirm that revision was performed as I have supporting documentation such as office notes, hospital records or operation note. The representative who attended the revision may be able to confirm. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of head/neck disassociation and trunnion wear are multifactorial including surgical technique factors, implant factors and patient factors including weight and activity level." -product history review: could not be performed as the provided device lot details were invalid. -complaint history review: could not be performed as the provided device lot details were invalid. Conclusions: it was reported that the patient was revised due to disassociation of the head from the stem. The event was confirmed by visual inspection of a provided photograph of the devices and by clinician review of the provided x-ray. The exact cause of the event could not be determined because insufficient information was provided. Further information such as identification of the device catalog/lot numbers, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised. As reported by rep: "the patient came to dr on (B)(6), 2021, after seeing a chiropractor, complaining of hip pain. An x-ray revealed a severely worn trunnion. During surgery it was noted the trunion had severe wear. A restoration modular stem was used as the replacement device." Rep provided an x-ray showing the head dissociated from the stem.